Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient was admitted to the emergency room due to discharge from ipg site. Surgical intervention was undertaken wherein the ipg and both extensions were explanted. Patient was given antibiotics, and patient was discharged from hospital.

Event description:
Additional information indicated that infection resolved.

Manufacturer narrative:
A patient was admitted to the emergency room due to discharge from ipg site was reported to abbott. Surgical intervention was undertaken wherein the ipg and both extensions were explanted. The patient was given antibiotics, and patient was discharged from hospital. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.